Manufacturer narrative:
The insulin pump had unresponsive buttons due to corroded keypad trace. No number ramping or scrolling on display noted during testing. The insulin pump was received with cracked at corner display window, broken battery tube threads, scratched on lcd window, broken at reservoir tube lip and cracked reservoir tube. The insulin pump had lcd bleeding due to cracked on lcd glass. Medtronic diabetes implemented revised reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised reportability criteria.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported that the numbers were ramping up and the buttons were stuck. The customer's blood glucose was 468 mg/dl at the time of incident. The customer stated that they treated the high blood glucose with manual injection. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.